Manufacturer narrative:
(B)(4). The device was not returned to atricure for evaluation as there was no indication of a device defect or malfunction. A device history review was done and there is nothing in the device history record that would indicate that the devices were released with any non-conformances that would contribute to the complaint.

Event description:
On (B)(6) 2018, a male patient (70's) with a history of copd and stroke received a stand-alone deep style bilateral tt ablation with left atrial appendage management, using a cobra fusion 150 ablation system. Prior to the ablation being started, heparin was given. During the procedure, the patient's act was maintained at over 300 while doing both left and right sided ablations. The surgeon performed the ablation using both bi and mono polar modes, with an ablation time of 4 minutes at 70 degrees c. The patient encountered ventilation difficulties attributed to the copd, and was intubated at that time. The clip was successfully placed and the procedure was completed without any issues or product malfunctions. The patient was given a half-dose of protamine to reverse the heparin post-procedure, and subsequently extubated. The patient remained ¿groggy¿ post-procedure and was re-intubated. The following day, the patient could not be extubated and breathing issues continued. A CT scan was performed post-op day 5 with results indicating an acute infarct which was believed to have happened during the procedure. As of (B)(6) 2018, the patient was still hospitalized with a dense left sided hemiplegia, but in sinus rhythm. The surgeon believes there a reasonable chance that recovery is expected.